Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced shallow positioning of the pump. While the pump was being repositioned it was inadvertently pulled back into the aorta. The impella was explanted and replaced with a new pump. No patient harm was reported.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position: the cause of the device in wrong position was use related as it was inadvertently pulled back into the aorta during a repositioning attempt. Device history review: the device passed all post sterile inspection checks.